Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro device had the jaws fracture inside the patient's leg. It was noticed to be cracked before it actually broke off. A new kit was used to complete the procedure. There were no patient effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the tip of the cold jaw silicone boot was detached and missing. The jaws were burnt. There was some evidence of blood. Based upon the visual observations, the reported complaint for "jaw boot broke off" was confirmed. The lot number could not be obtained so a lot history record review could not be performed. (B)(4).